Manufacturer narrative:
The used return sample was visually inspected. Under the microscope it is clear to see that a large force has affected on the transfer set which has led to a demolition. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(4) 2013, it was reported that the patient's mother noticed his infusion set tubing was cracked and leaking. She changed the infusion set and made a correction to his blood glucose level and no further problems were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.